Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and error 5002 reoccurred upon turning on the instrument, but the csum errors had cleared. Fse replaced the main board and the system was started without error. Fse calibrated ipth reagent and performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [5002] no response from slave is generated when there is a slave response not detected error. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. [5029] csum error (param) is generated when there is a control parameter checksum error. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. [5032] csum error (errlog) is generated when there is an error log checksum error. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to faulty main board.

Event description:
A customer reported getting error messages "5002 no response from slave", "5029 csum error (param)" and "5032 csum error (errlog)¿ on the aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results

Manufacturer narrative:
The main board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported event was due to failure of the main board. The most probable cause of the reported event is due to faulty main board.